Manufacturer narrative:
The device was not returned for evaluation. The customer did not respond to requests to send the pump back to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. The device event history/alarm logs was reviewed evaluated that the pump operated correctly and delivered accurately per design; therefore, the reported complaint could not be replicated or confirmed.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date involving a plum 260 infusion pump. The customer reported that the total parental nutrition (tpn) ran out before the scheduled time. There was patient involvement; there was no report of harm associated as a conseaquence of this event. No other information was provided.